Manufacturer narrative:
(B)(4). UDI # unknown. The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
This is the first of two reports for the two different patients and two separate products. Refer to report 9611594-2016-00055 for the second report. A report was received from (B)(6) stating locking discs are falling off prematurely. The severely patient thrashed around continuously. By the following morning after having surgery the discs were all detached. Last week there was patient who was jumping around and a disc fell off. No additional information was provided in regards to the patients' status. The sutures are part of one kit.

Manufacturer narrative:
One used sample without the original packaging was received for evaluation. Visual examination of the softshell revealed that the surface was slightly dirty with a little foreign substance on the exterior. The other components of the kit were not returned with the t-bar assembly. The returned component (suture anchor) was inspected, and it was noted that the overhand knot in the suture that secures the suture to the base of the suture anchor was still intact. The suture was detached from the entire t-bar assembly. Measurements were taken and the sample was found to be within specifications. No root cause could be identified. (B)(4) has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred.